Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 17-apr-2023, it was reported that the infusion set tubing was leaking at cannula site, which caused the patient blood glucose elevated to 200 mg/dl. The set was in use for two days. The patient replaced infusion set and resumed insulin successfully. No further information available